Event description:
(B)(4) MDR - after an implant duration of about 11 months, it was reported that the pt was externally defibrillated. After the external defibrillation the device could not be interrogated. The pt expired the following day. The device was explanted and returned for analysis. This is all the info that is available to us. No cause of death was reported.

Manufacturer narrative:
(B)(4) MDR.